Event description:
The peritoneal dialysis (pd) pt's contact relayed the pt's pd treatment data for the newton cycler: drain 0-0ml, fill 1-90ml, drain 1-0ml, fill 2-2500ml, drain 2-5230ml, fill 3-1040ml, drain 3-1120ml and net uf-2720. The pt drained 5230ml with a fill volume of 2500ml. The pt drained 209.2%, therefore, the pt experienced a reportable iipv event. The pd contact was advised to f/u with the pd nurse. The pt contact stated the pt had a therm 3 alarm, and she bypassed the pt to fill 2 which resulted in filling the pt twice. The pt did not report any iipv symptoms.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode of therm 3 alarm cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.